Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient had an onset of pericarditis. The patient was treated with anti-inflammatory medication and the issue resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.